Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate visit the lens was repositioned and the problem resolved. The lens remains implanted. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4)